Event description:
During a procedure on (B)(6) 2013, the surgeon torqued through a screw. A 2.7 cortical screw was inserted in the proximal hole, and then inserted a variable angle (va) locking screw in the distal hole. The surgeon rotated by driver but did not feel the lock in the distal row most ulna side. Surgeon inserted the other 2 screws in through the other distal holes. Screws were locked, and surgeon discovered the screw had torqued through the distal row most ulna hole. Surgeon tried to insert the same length of va locking screw in the distal row most ulna hole but this also torqued through. Surgeon changed from va to fix mode. Surgeon inserted a 2.4 va locking screw which could be locked, but then decided to replace this with a 2.4 cortical screw.

Manufacturer narrative:
This report is to retract mfg report 8030965-2013-02175 as it is a duplicate of mfg report 8030965-2013-02187. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Event description continued: a 0.8n torque limiter was used when locking. This is report 1 of 2 for (B)(4). The investigation could not completed; no conclusion could be drawn, as no product was received. Manufacturing documents were reviewed and no complaint related issues were found.